Event description:
It was reported that the insertable cardiac monitor (icm) eroded from the patient anatomy. The physician was made aware and a replacement procedure was scheduled. The patient confirmed he was seen by a plastic surgeon to confirm no infection was present. No new device was implanted as a replacement. The device will be returned. No additional adverse patient effects were reported.